Manufacturer narrative:
Records indicate this device remains in service. This investigation will be updated should further information be provided.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. It was reported the patient had presented due to low heart rate. It was noted during device check that the patient had an intrinsic rate of 80 beats per minute (bpm). Device replacement was planned. No adverse patient effects were reported.